Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3-1 on the main was failing cubie pockets. A field service engineer replaced the retractor band and reseated all the cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, main drawer 3.1 pocket e6 failed. The customer stated that the station failed to boot up and just showed a black screen. The customer mentioned that the medication was needed for the patient, and it could be obtained from the pharmacy. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.